Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 14. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type IV, fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility and inflammation. No further patient complications were reported.